Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign manufacturer representative (rep) regarding a patient receiving baclofen (2000 mcg/ml at a dose of 330.3 mcg/day) via an implantable pump for an unknown indication for use. On the night of (B)(6) 2017, the "pump stopped" (also reported as "pump stall"). The patient had withdrawal symptoms and "was psychologically unstable due to fear of a severe withdrawal crisis". The pump was explanted on (B)(6) 2017 with no issue. The patient immediately felt better. The patient was dismissed from the hospital on (B)(6) 2017 and went home. The patient status was listed as "alive - no injury". There were no known environmental, external or patient factors that could have contributed to the event. The initial report indicated the scheduled pump replacement would occur on (B)(6) 2017, but follow-u- information indicated the replacement occurred on 2017-june-17.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The correct serial number of the pump was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The correct serial number of the pump was received.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.